Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Correction-the device was initially reported as not returning, but now has returned. Evaluation summary: the device was returned for analysis. The difficulties deploying the stent and premature deployment were able to be confirmed. The stent damage could not be confirmed as the stent was not returned. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a de novo, chronically totally occluded, mildly calcified, mid-proximal, left superficial artery (sfa) stenting procedure, using a cross over from the right access side with a 7 french sheath, the mid-proximal sfa segments were pre-dilated with a fox plus balloon dilatation catheter (bdc). An absolute pro stent delivery system (ses) was advanced and successfully stented the mid sfa. Another absolute pro ses was advanced to stent the proximal sfa, the stent began to deploy at 60-70 mm, but the thumb wheel mechanism failed to retract the sheath further resulting in a non-deployed stent. As the ses with the non-deployed stent was being removed, the stent became stretched and deployed accidentally in the common femoral artery (cfa). Another absolute pro ses was used to successfully stent the proximal sfa to complete the procedure. There was no adverse patient sequela or no clinically significant delay in the procedure reported. There was no additional information provided.